Event description:
It was reported that the patient's programmer turned down from "6.0" to 0.0v on "its own." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).